Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a ffr comet pressure wire connected to the rfid cable. The tip, device shaft, sensor port and the coefficient values were examined for damage or any irregularities. The shaft showed two kinks located at 156cm and 174cm from the tip. There was tip damage in the form of a bend and stretched coils. There was peeling of the coating at both kinked areas on the shaft. The comet wire was then connected to the ffr link for signal verification. The signal was present as designed. The pressure wire was connected to the analysis support test bench and all applicable data was correct as designed, there was no difficulty in connecting the wire. The coefficient was confirmed to be in specification the sensor port showed no residue of body fluids. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks, tip damage and peeled coating were attributable to handling; therefore, the conclusion code unintended use error caused or contributed to event.

Event description:
Reportable based on analysis completed 30 jan 2019. It was initially reported that the physician was unable to get the comet pressure guidewire to cross the 60-70% stenosed, severely tortuous and mildly calcified lesion in the distal left anterior descending coronary artery. Another device was used to complete the procedure successfully with no patient injury. Returned device analysis revealed some slight peeling of the device coating.